Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019. The manufacturer¿s field service engineer (fse) confirmed the reported led of power switch had illumination failure issue. The manufacturer¿s field service engineer (fse) replaced the power switch to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the light emitting diode (led) of power switch had illumination failure. There was no patient involvement.